Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal"), dysmenorrhoea ("dysmenorrhea"), psychological trauma ("psych injury"), gastrointestinal disorder ("gi (gastrointestinal) conditions") and premenstrual dysphoric disorder ("premenstrual dysphoric disorder") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full); salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, psychological trauma, gastrointestinal disorder, weight increased and premenstrual dysphoric disorder outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, gastrointestinal disorder, pelvic pain, premenstrual dysphoric disorder, psychological trauma and weight increased to be related to essure. The reporter commented: she had received treatment for all the aforementioned events except "psych injury". Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received. The case is incident. Previously reported event ¿injury to herself ¿ was updated to more specified events¿ pelvic pain, pain abdominal, dysmenorrhea, psych injury, gi (gastrointestinal)conditions, weight increased and premenstrual dysphoric disorder¿. Reporter, demographics; lab data, essure indication (amended), essure insertion date (updated)/removal date were added.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain :abdominal"), dysmenorrhoea ("dysmenorrhea"), psychological trauma ("psych injury") and premenstrual dysphoric disorder ("premenstrual dysphoric disorder"). The patient was treated with surgery (hysterectomy (full); salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the abdominal pain, dysmenorrhoea, psychological trauma and premenstrual dysphoric disorder outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, pelvic pain, premenstrual dysphoric disorder and psychological trauma to be related to essure. The reporter commented: she had received treatment for all the aforementioned events except "psych injury". She had received treatment for other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: this case will be deleted due to duplicate identified with case (B)(4) (retention case). Legacy device report number of current case is 2951250-2019-07416 and legacy device report number of retention case is 2951250-2015-00831. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain :abdominal"), dysmenorrhoea ("dysmenorrhea"), psychological trauma ("psych injury") and premenstrual dysphoric disorder ("premenstrual dysphoric disorder"). The patient was treated with surgery (hysterectomy (full); salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the abdominal pain, dysmenorrhoea, psychological trauma and premenstrual dysphoric disorder outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, pelvic pain, premenstrual dysphoric disorder and psychological trauma to be related to essure. The reporter commented: she had received treatment for all the aforementioned events except "psych injury". She had received treatment for other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-sep-2019: plaintiff fact sheet received. Events: weight gain and gi (gastrointestinal) conditions were deleted. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.